Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42502206402 persona femur trabecular metal (cr) narrow porous lot# 64278729. 42530007102 persona tibia trabecular metal 2-peg porous fxd brg rt size e lot# 64077537.

Event description:
It was reported a patient had an initial right total knee arthroplasty followed by a manipulation under anesthesia one month later. Subsequently, patient began to have pain and swelling one month post mua, and an I&d was performed on an infected extra-articular hematoma. A subsequent I&d due to ongoing extra-articular infection was performed another month after the previous I&. The two I&ds failed to resolve the infection and a two-stage revision was performed about one month post procedure. During the revision, medially encountered purulence with positive cultures of staphylococcus aureus and erosion was noted through the external fascia. All implants, except the patella, were removed and a new femoral component was implanted with a spacer. Eleven months after placing the spacer a stage ii revision was completed without complication and a new revision system was implanted.